Manufacturer narrative:
PMA/510(k) # = p100022/s026. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation 1 x unit of zisv6-35-125-6-140-ptx device of lot number c1525769 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2019 and was re-evaluated in the lab on the (B)(6) 2019. It should be noted that this device was evaluated on two separate occasions within cirl to ensure all relevant departments were involved in the investigation. It should also be noted that this investigation is based on the re-evaluation laboratory as representatives from all areas (quality engineering, design engineering, research & development and production) were present. Congealed blood was observed in the device and contributed to some resistance when the device was flushed. The device was wired with some resistance due to bends on the device suggesting difficult patent anatomy. The stent was manually deployed and was undamaged. There was no issue with the stent struts. The outer sheath had begun to separate but was not fully separated. The separation on the outer sheath most likely occurred as a result of high deployment forces which may have occurred as a result of difficult patient anatomy. Document review prior to distribution zisv6-35-125-6-140-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-6-140-ptx of lot number c1525769 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1525769. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0118-4). Image review ¿ n/a root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. Difficult patient anatomy may have caused and/or contributed to high deployment forces causing the outer sheath to become stretched as the thumbwheel was rotated resulting in separation of the distal end of the outer sheath and the inability to deploy the stent. Summary the complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.device evaluation 1 x unit of zisv6-35-125-6-140-ptx device of lot number c1525769 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted.

Event description:
As initially reported to customer relations : a 72 year old female underwent an sfa stenting in which the zilver ptx 35 drug- eluting stent, g38483 , was used. After placing in the body the physician attempted to depress the button and it would not work. The device would not unlock. The device was removed and a new device opened and used. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of " stent shortening/compression during deployment". No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) # = p100022/s026. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As initially reported to customer relations : a 72 year old female underwent an sfa stenting in which the zilver ptx 35 drug- eluting stent, g38483 , was used. After placing in the body the physician attempted to depress the button and it would not work. The device would not unlock. The device was removed and a new device opened and used.

Event description:
As initially reported to customer relations : a 72 year old female underwent an sfa stenting in which the zilver ptx 35 drug- eluting stent, g38483 , was used. After placing in the body the physician attempted to depress the button and it would not work. The device would not unlock. The device was removed and a new device opened and used. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of " stent shortening/compression during deployment". No adverse effects to the patient have been reported as occurring. Correction MDR: re-applying precedence of 'thumbwheel malfunctions'.

Manufacturer narrative:
PMA/510(k) # = p100022/s026. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Correction MDR is being submitted to reference the correct malfunction precedence as the basis for FDA reporting.

Manufacturer narrative:
PMA/510(k) # = p100022/s026. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As initially reported to customer relations: a (B)(6) female underwent an sfa stenting in which the zilver ptx 35 drug-eluting stent, g38483, was used. After placing in the body the physician attempted to depress the button and it would not work. The device would not unlock. The device was removed and a new device opened and used.